Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that leakage allegedly occurred multiple times. The port system was continued to be used and was removed from the patient after complete cure. There was no reported patient injury.

Event description:
It was reported that leakage allegedly occurred multiple times. The port system was continued to be used and was removed from the patient after complete cure. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. One MRI plastic port with 8 fr s/l (B)(4) catheter was returned for evaluation. The returned catheter segment was attached to the port stem under a catheter lock. Blood and fluid residue were seen throughout the sample. No anomalies were noted. The sample was patent to infusion and aspiration with no leaks observed. Based on the findings, the investigation is unconfirmed for the reported leak. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.